Event description:
A customer reported experiencing a cartridge alarm 20 issue during pumping. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support decided to replace the customer¿s pump, providing instructions for putting the old pump in storage mode and returning it, while the customer continued using the current pump until the replacement arrived.